Event description:
It was reported that the gastrointestinal videoscope had image noise. This issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable cause of the malfunction was not established as no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.